Event description:
The following info was reported by the customer's attorney's office: in (B)(6) 2002, the customer's doctor prescribed the use of an insulin pump with an infusion set. The customer allegedly failed to receive the correct doses of insulin to manage her diabetic condition. She suffered weakness, increased thirst, sleepiness, difficulty speaking with slurred speech, smelly breath, excessive sweating, nausea, confusion, irregular heart rate, lightheadedness and hospitalization, all alleged to have resulted from improper amounts of insulin due to presumed issues with the insulin pump and/or infusion set. As a result of alleged issues with the insulin pump and/or infusion set, the customer suffered damages. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.